Event description:
Philips received a complaint about the v60 ventilator indicating that the device had a low tidal volume alarm. The issue was observed during a user check, outside of use at the time of the reported problem. There was no report of patient or user harm.

Manufacturer narrative:
In a good faith effort response received from the authorized service provider (asp), the diagnostic report (drpt) was not provided. The asp then provided that the issue was found to be with the patient¿s mask positioning, which was found to be too tight. The asp stated that the issue was resolved when the mask was loosened a little. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.